Event description:
Pump declared an altitude alarm 21, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Insulin delivery was suspended temporarily, however, the customer was advised to clean the speaker holes and reconnect the cartridge, successfully resuming insulin after this procedure. Pump returned to normal function without recurring alarms, and preventive tips were provided to the caller.